Event description:
Asr revision; asr resurfacing system - right hip; reason for revision - dislocation, paraprosthetic right neck of femur fracture, pin of resurfacing head broken. X-ray dated (B)(6) 2009 show that the pin of the resurfacing head broke. Revision took place on (B)(6) 2009.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010 and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Asr revision: asr resurfacing system - right hip. Reason for revision - dislocation, paraprosthetic right neck of femur fracture, pin of resurfacing head broken. X-ray dated (B)(6) 2009 show that the pin of the resurfacing head broke. Revision took place on (B)(6) 2009. **update** (B)(4) 2013 received x-rays, medical records, which have been attached in pdf form below. Patient demographics, age and dob, (B)(6). Bilateral knee replacement patient why resurfacing system was deemed optimal. Confirmation of revision/explant date (B)(6) 2009. Possible additional reason for revision as can be seen in (B)(4) below is allergic reaction to asr implant and adverse metal reaction.